Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure, the site reported errors on the left master tool manipulator (mtml) of the surgeon side console (ssc). Logs confirmed 23017 errors on the mtml. The site stated that the errors seemed to have stopped for the time being. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised performing a hard restart if the issue returned. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the error recurred during the procedure. The issue initially rendered the mtm non-functional and unusable. However, according to the surgeon, the issue resolved itself after contacting dvstat. Ultimately, the procedure was completed using the same da vinci system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) 2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and the reported (23017 intermittent errors) was confirmed but not replicated. In logs, the 23017 error was found indicating fault on axis 2, confirming the fault occurred in the field. Upon visual inspection, no issues were found to would be related to the reported event. The mtm2 was installed onto a golden system where the component functioned as expected. The mtm2 was installed onto a pftp where all relevant testing was passed within specification. Once testing was completed no faults could be identified. As a result of these findings, failure analysis concluded that axis 2 motor and axis 2 motor cable is consistent with the reported event and the potential root cause for this issue. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to electrical defect of the mtm.